Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim low audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, during the call, dexcom technical support was advised the patient's mother was conducting training/set-up of the device and tested the alert functionality. It was reported alerts were not as audible as the demo unit. Dexcom has issued an rga for patient's mother to return the device to be investigated.

Manufacturer narrative:
(B)(4).